Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that patient had developed a red, raised, and itchy rash. It was reported that the rash was on his shoulders and back, under the lifevest, but was also on his legs and foot. It was reported that the patient was on new medications and was unsure if the rash was caused by the medications or the lifevest. The patient ended use of the lifevest and began using an eczema cream for the irritation. The patient's physician also recommended that the patient take an allergy medicine. Follow-up indicated that the rash was improving.